Manufacturer narrative:
A field service engineer (fse) conducted a customer site visit and confirmed the reported event by reviewing the error log. The fse also found the error was occurring intermittently. The fse performed a wash prime action and found the bf 1 probe washing probe assembly was not draining properly indicating a possible clog of the internal fittings. The fse replaced bf 1 probe washing assembly and verified proper washing prime cycle. The fse validated the analyzer by running quality control (qc) with results within acceptable range and no errors recurring. No further action required by field service. The aia-2000 is operating as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operators manual under appendix 4: error messages states the following: [4443] b/f probe 1 home overrun cause: the home sensor activated improperly after movement of b/f probe 1. Operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a flow problem with bf 1 probe washing assembly, component failure.

Event description:
A customer reported 4443 b/f probe 1 home overrun error on the aia-2000 analyzer. The aia-2000 analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.